Manufacturer narrative:
.

Event description:
On (B)(6) 2014, a patient was implanted with a gore® hybrid vascular graft for arteriovenous access. It was reported to gore that on (B)(6) 2014, the patient presented with an exposed graft in the area of multiple cannulation sites. On (B)(6) 2014, a proximal and distal graft dissection and a graft wash was performed. After 60 days of monitoring, there were no signs of infection and the graft remained patent and able to be used for arteriovenous access. The graft was not cannulated again in the region of the exposed graft.

Event description:
On (B)(6) 2014, a patient was implanted with a gore® hybrid vascular graft for arteriovenous access. It was reported to gore that the patient presented with an exposed graft in the area of multiple cannulation sites. On (B)(6) 2014, a proximal and distal graft dissection and a graft wash was performed. After 60 days of monitoring, there were no signs of infection and the graft remained patent and able to be used for arteriovenous access. The graft was not cannulated again in the region of the exposed graft. Exposed graft.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was not returned; consequently, a direct product analysis was not possible. Without additional information it is impossible to further investigate this event.

Event description:
On (B)(6) 2014, a patient was implanted with a gore hybrid vascular graft for arteriovenous access. It was reported to gore that on (B)(6) 2014, the patient presented with an exposed graft in the area of multiple cannulation sites. On (B)(6) 2014, a proximal and distal graft dissection and a graft wash was performed. After 60 days of monitoring, there were no signs of infection and the graft remained patent and able to be used for arteriovenous access. The graft was not cannulated again in the region of the exposed graft.